Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014). The patient¿s meter has been returned on 10/15/2014 and evaluated by lifescan product analysis on 10/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have its label print smeared. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to another meter (brand unknown). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2014, at around 12.30am to 12.45am, the patient¿s spouse noticed symptoms of ¿sweating, difficulty waking, disorientated, confused, fell over when trying to get up¿. In response to these symptoms, an ambulance was called. During the follow up call, the patient stated the paramedics took an unknown blood glucose reading on their own device at the time of their arrival and treated him with IV glucose at 1:00am. The patient reported feeling better ¾ to 1 hour later. The patient claimed the paramedics took further readings of ¿4.2 mmol/l¿ with subject meter and ¿2.7 mmol/l¿ with their own device performed 5 minutes apart. Based on statistical methodology, the calculated difference between these glucose results does not meet lfs¿ accuracy criteria. The patient stated that he tests his blood glucose seven times a day and manages his diabetes with insulin (lantus and novorapid). The patient claimed he is on a sliding scale of insulin and adjusts his insulin based on meter readings. The patient reported his normal blood glucose readings are between ¿3.5-4.5 mmol/l¿.prior to the onset of symptoms, the patient reported he had last tested his blood glucose with the subject meter the evening prior at 10pm and obtained a reading of 5.6 mmol/l. The patient claimed the reading was slightly high but was within his normal range. The patient denied making any changes to his usual diabetes management routine as a result of this reading and took his usual dose of lantus before going to bed. The patient claimed no other blood glucose tests were performed on any other device prior to the onset of the symptoms. During the follow-up call, the patient attributed the onset of his symptoms to the subject meter readings. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.